Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported symptom air alarm which were reproduced during evaluation. Air alarms were verified through a review of the event history log and found to be caused cracks along the ultrasonic tail flex pin (pins 7-10). The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air alarm. There was no patient involvement. No additional information is available.